Manufacturer narrative:
The dfm100 therapy pca (sn (B)(6)) was returned to philips for additional analysis. It was reported that the device would not deliver a shock. The dealer confirmed that the issue was discovered during a test and indicated that the dfm100 hardware and software logs were not available. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The complaint was escalated for technical complaint investigation and the results indicate that component u45 on the therapy pca was defective, which caused the reported failure. The failure analysis test device was returned to full functionality when the defective u45 was replaced with a known good u45, but we are unable to confirm the final disposition of the customer's device because the philips dealer did not respond to requests for additional information. Based on the information available and the testing conducted, the cause of the reported problem was a defective u45 on the therapy pca. The reported problem was confirmed. We are unable to confirm the final disposition of the customer's device because the philips dealer did not respond to requests for additional information. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device could not deliver shock during a test. The therapy pca was replaced.